Manufacturer narrative:
B1 adverse event/product problem ¿ corrected. D4 expiration date ¿ added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H1 type of reportable event. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. During visual inspection, the main coil appeared to be mechanically detached from the pusher wire and was found to be kinked and stretched. Only the subject coil was returned for analysis. Therefore, functional inspection and detachment testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is most likely that procedural factors during use contributed to difficulty detaching the coil resulting in partial detachment. During attempted repositioning the coil likely kinked and stretched, and then fully detached from the pusher wire due to pushing/pulling forces. An assignable cause of procedural factors will be assigned to the as reported and as analyzed defects since this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the physician had difficulty deploying the coil (subject device). The subject coil was retrieved but during repositioning, the subject coil inadvertently detached with a coil loop prolapsing into the anterior communicating artery complex. A revascularization device was used to retrieve the prolapsed subject coil. The subject coil was successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician had difficulty deploying the coil (subject device). The subject coil was retrieved but during repositioning, the subject coil inadvertently detached with a coil loop prolapsing into the anterior communicating artery complex. A revascularization device was used to retrieve the prolapsed subject coil. The subject coil was successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.